Event description:
Facility staff stated that the bed will not go into the trend manually, but will work electrically, no injury reported.

Manufacturer narrative:
Technician stated that the bed will not go into trend manually, but will work electrically. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.